Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead were explanted due to an infection that developed when the competitor right atrial (ra) lead was implanted. A temporary system is in place for the patient right now. To date, no additional adverse patient effects have been reported.